Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good physical condition. Review of the device data log had no findings. Functional tests included delivery accuracy testing. The delivery accuracy tests found the pump to be delivering within the published specification of +/-6%. The pump's expulsor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. No adverse patient effects were reported.

Manufacturer narrative:
It was also reported that the device was not in use with a patient when the event occurred.